Manufacturer narrative:
The technician replaced the four brake casters to repair the stretcher.

Event description:
Information received indicates the casters rotate to the side when the brake is set and the bed is pushed.